Event description:
It was reported that the needle would not retract and the needle was through the catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from french to english: unable to remove needle from catheter when applied. Needle pierced catheter into catheter. (1 of 2 complaints) we have been notified of a problem with one of your products: insyte autoguard catheter bc ref: 381034; lot: 9112613 or 9115800 (?) : non-preserved packaging, lots of devices currently in stock in the service. Problem: can not remove the needle from the catheter during installation. Needle pierced the catheter in catheter.

Manufacturer narrative:
A review of the device history record revealed no irregularities during the manufacture of the reported lot. Photo: the photo shown catheter/adapter and needle/hub assemblies of a 20ga unit without the protective needle cover, which revealed the needle tip was piercing through the tubing wall. There were traces of thick medic throughout the unit. Unit: received one used 20ga bd insyte autoguard bc IV catheter unit without packaging. The unit was in 2 portions; portion 1 was the catheter/adapter assembly that was intact and portion 2 was the needle/hub assembly that was fully retracted within the safety shield (barrel). Both portions had traces of dried media. Accompanying the returned unit was a miscellaneous opened package containing a miscellaneous needle cover. Based on the observations of the provided photo and the returned unit the cut to the catheter tubing was a result of the needle tip piercing through the tubing wall. (Indicative of tip spear thru). The presence of thick media within the catheter tip area indicates that the needle and catheter were intact at time of access/insertion. Conclusion: photo: although confirmation of needle through catheter was identified and confirmed based on the observation of the photo provided for this incident, a root cause could not be established. Unit: not determined - confirmation of the defect of needle through catheter was identified and confirmed and resulted in a cut to the tubing wall (tip spear thru). Where and how this occurred is indeterminate, as the unit shown the presence of dried media at the tip of the catheter tubing indicated that the unit was intact at time of access. There was no visible physical evidence to confirm and support manufacturing process related issues for the reported defect.

Manufacturer narrative:
"Multiple lot numbers: there were multiple potential lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9112613. Medical device expiration date: 2022-03-31. Device manufacture date: 2019-04-22. Medical device lot #: 9115800. Medical device expiration date: 2022-03-31. Device manufacture date: 2019-05-02." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle would not retract and the needle was through the catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: unable to remove needle from catheter when applied. Needle pierced catheter into catheter. Additional information: (1 of 2 complaints) we have been notified of a problem with one of your products: insyte autoguard catheter bc ref: 381034; lot: 9112613 or 9115800 (?) => non-preserved packaging, lots of devices currently in stock in the service. Problem: can not remove the needle from the catheter during installation. Needle pierced the catheter in catheter.